Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, system sensor and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 720 mg/dl and hospitalization. The customer indicated that the pump did not alarm when insulin was not in the pump. Troubleshooting found that the pump was also cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.